Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented remotely via merlin.net transmission showing non-sustained rv oversensing (nsrvo) was observed on the device. The device was oversensing a fine high frequency low amplitude signal leading to nsrvo episodes. Abbott technical support suggested that the physician conduct myopotential testing at the next in clinic check. No myopotential was able to be reproduced. No intervention has been done as the device remains implanted and will be monitored. There were no consequences to the patient.